Event description:
The equipment was being prepared for use. The handpiece had been connected and checked and laid onto the sterile area of operation. The circulation nurse, while attempting to make the footswitch safe, pushed it under the service trolley. The pedal caught on the underside of the trolley and the switch was activated, causing the plasma to light. This was only noticed when the doctor smelled burning from the sleeve of the handpiece.

Manufacturer narrative:
Reported event evaluated against known operating specifications. The following corrective actions were implemented to address the potential risk indicated: audible tone added to alert users as to when the plasma has been ignited; handpiece holster to accompany each handpiece to allow for safe storage when not in use.